Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display was missing clinical information. Complainant indicated that the clinician obtained another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed.the device passed all testing including defib cycle testing and environmental chamber testing without duplicating the report. The device was recertified and returned to the customer with a complete 12 lead cable, mfc, and CPR adaptor as a precaution. The accessories used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device did not detect all leads. Complainant indicated that the clinician obtained another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.